Manufacturer narrative:
The harmonic ace instrument has been returned and evaluated by the failure analysis team on (B)(6) 2024. The instrument was found to have one of the blades broken at the base. A piece approximately 0.655" x 0.089" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage. Corrected information can be found in section d - the full product lot number was provided.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the jaw of a harmonic ace instrument broke off inside the patient. The fragment was retrieved during the same surgical procedure. The procedure was completed robotically.